Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Based on the analysis, the alleged resume pump alarm issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Additionally, it was reported that a resume pump alarm declared. And the customer was unable to clear it there was no known impact to the customer's blood glucose level. The customer reported that an alternate method of insulin therapy would be obtained.